Manufacturer narrative:
Section d lot number and expiration date have been updated. The patient had a new sample collected 2 weeks later and the ant-hav igm result was 1.41 coi, interpreted as reactive. The calibration and qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. Per the clinical sensitivity section in product labeling, "one sample which was positive with the elecsys anti-hav igm assay was negative with the comparison test. This sample from a very early hav seroconversion phase was confirmed positive with a third anti-hav igm test." The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys anti-hav igm results for 1 patient on a cobas e 801 analytical unit and a cobas e 411 immunoassay analyzer. On (B)(6) 2024 the customer initially tested the patient sample on their cobas e 801 analytical unit using an expired reagent and received reactive results. The patient sample was sent to another laboratory for testing on an alinity analyzer and the anti-hav result was non-reactive. On (B)(6) 2024 the sample was sent to another laboratory and tested on a cobas e411 analyzer and the result was 1.45 coi, interpreted as reactive. The sample was also tested on a vidas analyzer and the result was reactive. The exact date of testing was not provided.

Manufacturer narrative:
The analyzer serial number was not provided. The investigation is ongoing.